Event description:
It has been reported the v60 ventilator/battery failure.

Manufacturer narrative:
Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted. After downloading the diagnostic report (drpt), the authorized service provider (asp) engineer discovered that there was a 1124 "battery failed" error code and confirmed that there was a battery failure. The asp also noted that the service life of the battery was in fact less than 5 years according to the production date. The asp replaced the battery and verified that the issue was resolved. The device passed required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.. H11: updated contact information, contact office entity, and manufacturing site. This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00085. All information from the original report(s) has been transferred to this report.